Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 114 mg/dl.